Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (lad) artery with moderate tortuosity and moderate calcification. A 1.5x15 mm mini trek balloon dilatation catheter (bdc) was prepped per the instructions for use without any issues noted. The bdc was advanced and inflated; however, the balloon ruptured at nominal pressure. A 2.0x20 mm mini trek bdc was used followed by a 2.5x15 mm nc trek bdc. A 2.5x48 mm xience xpedition stent delivery system (sds) was advanced but unable to cross the lesion due to the patient anatomy. There was no interaction of devices and no other device issues. A 2.5x33 mm xience xpedition stent was implanted at the proximal lad and overlapped with a 2.25x28 mm xience xpedition stent at the distal lad. There was no adverse patient and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Scanning electron microscopy (sem) analysis was performed and the results suggest the balloon rupture may be related to exposure conditions or a material/processing discrepancy initiating along the inner surface. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The cine of the event was received and reviewed by an abbott clinical specialist, concluding the following: the images provided do not show the use of the mini trek 1.5 x 15 mm balloon catheter nor the rupture. The images provided do not show the 2.5 x 48 mm xience xpedition within the anatomy. The reported incident is otherwise consistent with the images provided.

Manufacturer narrative:
(B)(4). The cine returned was determined to not be the correct cine for this event. Therefore, the cine review reported initially was not relevant to this event.